Manufacturer narrative:
(B)(4).

Event description:
The patient experienced shocking and a return of breakthrough tremor in her left arm following a dental x-rays and a computed axial tomography scan of her right leg. The patient was seen in clinic. Impedance measurements were normal. The hcp changed programming on the left side to include another electrode. The tremor was better controlled afterward. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.